Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. In the morning the patient´s cgm reading was 265mg/dl and the patient self-treated with 10 units of insulin, when the patient came home from the gym the cgm reading was 310 mg/dl, so the patient self-treated again with insulin. After 2 hours the patient´s wife found him lying on the bathroom floor unconscious and bleeding, as the patient had passed out and hit his head. The ambulance was called the paramedics treated the patient with an unspecified medication to regain the consciousness. The patient could not remember the specific medication provided. The patient was taken to the hospital (not specified if he was taken by his wife or by the ambulance) where he was revived by the nurses since he was non-responsive at that point. The next morning the patient took bg and cgm readings every 4 hours and stated they were 50-60 points of difference between bg and cgm, at some point the cgm reading was 245 mg/dl and the blood glucose reading was 163 mg/dl. The patient´s hospitalization was extended for another day for additional laboratory tests to be performed, since he is also on kidney transplant list. Patient was discharged and recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.